Event description:
Kimberly-clark received a report stating, "the surgeon noticed leakage at the valve hours after surgery. The child's tube fell out of the stoma site and required additional surgery to have it replaced. There was no indication of patient injury." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications, and no issues were noted for any of the subcomponent lots used to manufacture the reported lot. In addition, no similar observations related to this reported observation were noted with any other devices within the reported lot. One sample was returned, and a syringe was used to fill the balloon with water, as described in the product instructions for use. Leakage of water was observed from the port once the syringe was removed. Visual inspection of the port showed that the valve was positioned off center within the housing, but the root cause for the observed position of the valve could not be determined. Information from this incident will be included in the kimberly-clark product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.